Event description:
It was reported that the user experienced elevated blood glucose and discovered the insulin cartridge was coming out of the ilet pump; the user was guided to rewind the pump and reinsert the cartridge, after which glucose values returned to range. Symptoms included hyperglycemia, thirst, headache, and irritability. Outcomes included resolution after troubleshooting. Investigation included review of device use and guided troubleshooting with education. Investigation of this case revealed that the pump operated as designed after the cartridge was correctly reinserted and that user handling contributed to the event. It was concluded that the issue was related to cartridge attachment and was resolved with proper reinsertion and pump rewind. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.